Manufacturer narrative:
The date of event is unknown. Date received by manufacturer is used. Evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the device's needle broke off during use. The patient was taken to radiology for unspecified imaging and the needle was removed by the radiologist. There is no additional information provided.

Manufacturer narrative:
Result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5085878. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. A device was not returned for evaluation.

Manufacturer narrative:
Add'l info regarding the device eval. Bd was able to duplicate or confirm the customer's indicated failure mode. This nonconformance might happen during user application.